Manufacturer narrative:
Per the clinic, the patient experienced pain/non-auditory sensations leading to the decision to explant the device. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, for unknown reasons and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.